Event description:
During esophagogastroduodenoscopy (egd), on deployment attempt of clip, it was noted that only one side of the clip was under catheter control and one of the prongs was bent, perpendicular to the other prong. In this case brief attempt to remove clip was made through the endoscope. However, it was determined that in order to avoid potential harm/scraping of the esophagus upon withdrawal, the clip was deployed in the stomach without fixing it to the targeted site as it could not retract it back into the catheter with only one side working. Determined as no harm to patient.